Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-8850, centerline¿ endoscopic carpal tunnel release instrument, had alignment issues. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Visual evaluation of the customer-provided picture noted an ar-8850, centerline¿ endoscopic carpal tunnel release instrument, had alignment issues. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a supplier manufacturing issue being addressed by ncr-31419. Due to the device not being returned we are unable to confirm the cause of the reported event; however, the complaint allegation is confirmed based on the customer provided photo.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an ar-8850, centerline¿ endoscopic carpal tunnel release instrument, had alignment issues when the lens was inserted. This was detected during use in a ectr procedure on (B)(6) 2024. The procedure was completed successfully as the surgeon still proceeded with the surgery.